Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of short v-v intervals were noted on the implantable pulse generator (ipg). It was also noted that the patient recently had two procedures performed which utilized electrocautery. No further actions were requested. The ipg remains in use. No patient complications have been reported as a result of this event.